Event description:
A false positive advia centaur cp troponin ultra test result was obtained on a patient sample and was considered discordant when compared to repeat testing results. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) visited the customer site for system inspection and performed preventative maintenance. Loose aspirate probes were removed and tightened and the luminometer was inspected and cleaned. It is unknown if the work completed by the fse contributed to the discordant advia centaur cp troponin ultra result. Quality controls are within acceptable limits. No additional discordant results have been reported by this customer. No conclusion can be drawn. The instrument is performing within specification. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."